Manufacturer narrative:
The DHR for the subject lot was reviewed and no anomalies or non-conformances were found in the records that could have contributed to the device failure. The examination of the broken implant showed no indication of possible mis-threading or stripped threads to the halo which mates to the insertion tool. Accordingly no conclusion can be made based on the currently known information.

Event description:
Doctor was inserting the implant, while being twisted in place, it broke. The doctor removed the implant without incident. There was no injury or harm to the patient, and a new implant was inserted.